Manufacturer narrative:
(B)(4). The device was swallowed and will not be returned. Therefore, an analysis has not been performed. Method code: no testing methods performed (B)(4). This device is used for therapeutic purposes.

Event description:
It was reported that a patient swallowed merocel sinus packing. Several attempts have been made to gather additional information with no response. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
Follow-up from the customer indicated that the patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.